Event description:
Information was received that a smiths medical pneupac parapac ventilator had an "error code, was not functional, needs pm". No adverse effects were reported.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in poor condition. Upon visual inspection a crack near the battery compartment was noted. The ventilator was turned on with 50 pounds per square inch (psi) connected; observing no function. Based on the evidence, the complaint was confirmed. The root cause was found to be from user interface as the unit had been damaged by the customer.